Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose level was 118 mg/dl. Customer reported they would load a new cartridge to resolve the issue, but declined to continue troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.